Event description:
During an interventional procedure in cardiac catheter lab, shockwave lithotripsy device was prepped outside of patient's body successfully and then device advanced into patient's artery. The prepping syringe was removed and the stopcock was attached to the inflation device. When the inflation device pulled negative on device, air kept being pulled out of shockwave (balloon). The stopcock and the inflation device were then replaced with new stopcock and new inflation device and air was still coming out. Doctor did not want to use this device. Device removed and no harm done to patient. A new shockwave device was used successfully.